Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for routine checkup on (B)(6) 2023 and major bleeding was observed; it was unknown when the bleeding had developed. It was suspected that the patient had polyps in the colon, but no bleeding was observed during upper and lower gastrointestinal tract endoscopy. The patient received less than 4 units of red blood cells over 24 hours on (B)(6) 2023. The patient was on warfarin and aspirin at the time of the event, and the doctor indicated that the anticoagulation therapy was thought to be the related to the bleed. The patient was discharged on (B)(6) 2023.